Event description:
The customer reported 12-lead ECG signal loss.

Manufacturer narrative:
The customer reported 12-lead ECG signal loss. The customer isolated the issue to the ECG leads trunk cable. Philips sent the customer a replacement ECG leads trunk cable, which resolved the reported issue.